Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they cannot fully close their mouth because of the aligners. They are having jaw issues, their jaw feels tired.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.